Event description:
The customer reported that the communication error between tower and c-arm occurred during a case. No pt injury was reported.

Manufacturer narrative:
(B) (4). After initiating the fluoro, the system continues with an audible tone but no image appears. The ge service rep cleaned the 5vdc power supply connector, then reseated and verified the mainframe voltage at 5.02vdc. The system initiates fluoro and the image appears on the monitor cart at this time.